Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor reported that the contrast and saline would not pass through the destination valve. The staff mentioned that they thought it was issue with the 3 way stopcock. The patient was in stable condition. The procedure outcome was successful. The procedure was a peripheral intervention. There was no patient injury/medical or surgical intervention.